Event description:
Reporter stated that a pt sample, obtained from a central line, was measured using the suspect device, with a result of "greater than 450 mg/dl" (exact value was not provided). The same sample, when tested in the facility's lab, reportedly measured 161 mg/dl. Reporter was unable to verify if the line was cleared prior to sample collection. Reporter did not know if pt had been treated based on the value obtained on the suspect device. No pt injury was reported. Reporter could not provide any data pertaining to quality control testing that may have been performed before or after the discrepant results were obtained. No product was returned to the MFR for evaluation.